Event description:
It was reported that during a transvaginal procedure the bone anchor was successfully deployed but upon removal of the device, the suture was still attached to it. The suture broke at the suture/anchor interface. The physician palpated the bone and felt a small crevice. At this point, the physician went back and cut the suture of the first anchor and elected to abort the case. The physician reported that the pt was not the right candidate for the procedure because of pt's osteoprosis. Microvasive precision twist is contraindicated for use in any pt in whom bone anchor attachment, suspending suture placement and/or sling placement are contraindicated. These pts include, but are not limited to, those with "osteopenia or any pathology which would compromise bone anchor, suture stability and implant placement".